Manufacturer narrative:
Due to character restrictions in block e1, e1 event site full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an alarm iabp came up while treating a patient. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site) , g3, g6, h2 , h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the scroll compressor (0119-00-0236). The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number 0119-00-0236 scroll compressor serial number (B)(6) with a reported unit failure of alarm iabp may require maintenance. Power up test fails code #14 was also observed by the service rep.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed part number 0119-00-0236 scroll compressor serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the scroll compressor to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r.after 4.5 hours of run time, the fat dept. Could not verify alarm iabp may require maintenance and power up test fails coe #14.the compressor passed testing.retaining the compressor in the fat dept. Per procedure number 0002-07-d008 rev. At.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11, g1 ( contact person ¿ mfg site ) corrected field : d9 , h6 ( medical device ¿ problem code, investigation findings, component codes, investigation conclusions).